Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2108-50m serial #:(B)(4) description: scs lead kit, phase 2 sterile package the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg and lead replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg and lead replacement procedure for an unknown reason.